Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly, resulting in the pump shutting down. Additionally, it was reported that the pump battery took a long time to charge. Customer's blood glucose was approximately 125 mg/dl. Reportedly, a different wall adapter and charging cable resolved the issues reported.